Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a vitrectomy procedure using an ophthalmic backflush for the treatment of proliferative diabetic retinopathy. The patient has experienced endophthalmitis. Current condition of patient is improving.